Event description:
The facility representative reported a depleted battery, information was not provided regarding whether or not the failure occurred during a patient infusion. No add'l info is available.